Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had motor error alarm. The blood glucose was 120 mg/dl. The customer stated that there was no delivery alarm, followed by a motor error. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that the drive support cap appeared normal. Customer stated that they were not able to complete troubleshooting and called back to complete. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.